Event description:
It was reported that pacing impedances on this right atrial lead reached greater than 2000 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).